Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked what circumstances led to the por message and they reported they had turned on their handheld remote to change programs and increase the voltage of the battery implanted in their back. When they pushed the arrow button on the side of the device, it beeped once and they felt no change in the implant. The steps taken to resolve the issue were calling the manufacturer representative and subsequently their healthcare provider, patient was still waiting for a callback at the time of the report and as such the por had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported the day prior to the report they went to change the voltage on their implant and the programmer showed a warning power on reset (por). Consumer reported their health care professional predicted that the implant battery would reach normal battery depletion back in (B)(6) of 2017. No further complications reported/anticipated.